Event description:
Additional information was received from a company representative (rep) reporting that the healthcare provider (hcp) believed it was code 87 but the report showed service code 225. Actions/interventions included refilling, reprogramming, and updating the pump. The error code 87 resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that he got a message from the healthcare provider (hcp) regarding the patient¿s pump reading error 87. The code pump error occurred, and the pump was at minimum rate mode. Discussed checking the pump logs i.e reset, low battery. Discussed confirming all fields for accuracy and update the pump. Discussed electromagnetic interference (emi) sources. No symptom was reported.